Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. The main component of the system. Other relevant device(s) are: product ID: evolutr-34-us serial (B)(4) use by date 2019-09-06, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a tortuous descending aorta and arch, the valve was fully released from the delivery catheter system (dcs) and the valve migrated ventricular. The previous moderate-severe mitral regurgitation worsened to severe with the location of the valve. While attempting to snare the valve, it dislodged out into the ascending aorta. A balloon aortic valvuloplasty (bav) was performed and a second transcatheter bioprosthetic valve was attempted to be implanted. The valve migrated on release from the dcs. The valves were surgically removed that night and replaced with a surgical valve and the mitral valve was repaired. No additional adverse patient effects were reported.